Event description:
On (B)(6) 2010, the patient had replaced a transfer set for peritoneal dialysis (pd) treatment. However, on (B)(6) it was noted that there were several cracks on the light blue main body and the liquid could not be stopped even after closing the clamp. The tubing was used for one month. No patient injury or medical intervention was reported along with this complaint.

Event description:
Per the physician's report, this patient suddenly stopped hearing on 11/16/2006. The patient was reportedly hit in the forehead 3 days prior. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Cochlear recommends replacing the device. A surgery dated has not been set.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2007 and the patient was reimplanted with another device during the same surgery.(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
Site indicated ae - proximal lysis with poly wear. X-ray findings of proximal lysis zones I-a and vii-a with approximately 1/2 mm poly wear. Mild severity; relationship to device: uncertain; was complication anticipated? = yes; revision/removal: acetabular component, femoral head (B) (6) 2009. Resolved (B) (6) 2009. On (B) (6) 2002 lysis zones I + vii-a approximately 1 mm poly wear by x-ray. (B) (4).